Event description:
A 2.5mm diameter x 18mm length endeavor rx drug-eluting coronary stent was deployed in to a pt. The cardiac status at time of procedure was effort angina pectoris. The target lesion, located in the lad # 6-7, was at bifurcation with d1 and was moderately tortuous. During the same procedure, one other endeavor rx stent (MFR report# 2953200-2009-01343) and one stent from another MFR were deployed at target lesion. Obstruction of side branch (d1) was confirmed after deployment of the stents. Nitroglycerine was infused to the vessel and the procedure was completed as the obstruction improved. It was reported that d1 and 50-70 % stenosis not treated before deployment of the endeavor stent. Additional info received from the field confirmed that the reason for the occlusion was "stent jail" of d1. The position of the deployed stent together with the side branch displaying 50-70% untreated stenosis, could have made the vessel more prevalent to an occlusion; however, this cannot be confirmed. The pt's status was stable after the procedure; however, it suddenly changed and although treatment (CPR, drainage, iabp, pcps and surgical procedure) was provided, the pt died due to cardiac rupture. The physician commented that "the event might have occurred with other stents, so this case was not due to the device malfunction". No abnormality was noted to the device prior to the procedure. Based on the info available, the device has not been identified as the root cause of the event. Deployment of the relevant stent is contraindicated in foreign language endeavor rx instruction for use. Occlusion and death are listed as inherent risk of a pci procedure.

Manufacturer narrative:
Evaluation: results: (occlusion, death), (relevant stent implanted at bifurcation). (Secondary intervention: nitroglycerine to treat occlusion, CPR, drainage, iabp, pcps and surgical intervention to treat rupture).